Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It is reported that a patient underwent a sling procedure in (B)(6) 2011. In (B)(6) 2014, the patient was seen by a physician for recurrent incontinence. Upon exam, an asymptomatic exposure was noted. The patient is undergoing conservative management with oestrogen initially with a view to revision if not rectified.